Event description:
It was reported that prior to surgery, the "hose separated" from the motor device. There were no delays to the surgical procedure as a spare device was available for use. There was no patient harm, adverse outcome or injury alleged. The reporter was unable to determine the precise date of this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Corrected information: date of return is being updated from (B)(4) 2013 to (B)(4) 2013.

Manufacturer narrative:
The actual attachment device was received and evaluated. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. Evidence indicates this was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly.